Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
May 03, 2017: legal medical records received. Pfs alleges pain, limited mobility and popping out of the femoral head out of the socket, elevated cobalt-chromium were also detected. After review of medical records for MDR reportability it was reported that the patient was revised to address metallosis and pseudotumor formation. Revision notes indicated presence of fluid collection with a caseous-appearing substance consistent with metallosis. Bone erosion around the calcar of the femur, posterior wall, and superior aspect of the acetabulum. There were no laboratory values provided for the alleges elevated cobalt-chromium.

Manufacturer narrative:
This product has been previously reported.  This report is in error and will be rejected.

Event description:
Please verify complaint records (B)(4) are duplicate. Please review both records to verify that the part number, lot, number, patent name, and allegation are identical. If all are identical, the duplicated electronic complaint record will be voided.